Event description:
It was reported that the patient's blood glucose level reached 296 mg/dl and that the pod had to be removed due to an hazard alarm. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received with corrosion observed on the pcb assembly. Data obtained from the device generated an 0x40 alarm indicating the rotational sensor maximum open count was exceeded during device operation. During the investigation, contamination was observed on the needle mechanism assembly and the commutator cap. Due to the presence of corrosion, a leak test was performed. An internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed contamination and corrosion. It was determined that the 0x40 hazard alarm was the result of contamination which occurred due to the leak in the unexposed portion of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.